Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. However, the product has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the black cable of the fenestrated bipolar forceps instrument broke while the customer was suturing. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi), followed up with the initial reporter and obtained the following additional information: the customer clarified that the instrument cable broke while the surgeon was firing energy. There was no patient injury nor any arcing that was observed. The customer removed the instrument and replaced it with a backup for the procedure.